Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare (fph) field representative that water leaked between the connection of the water feedset tube and water bag spike of an mr290v vented autofeed humidification chamber. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fph in (B)(4) for inspection. It was visually inspected and connected to a water bag to test for leaks. Results: the water feedset tubing became separated from the spike when it was connected to the water bag. Visual inspection revealed that sufficient amount of glue was present around the feedset spike connection; however, the glue had not bonded. A lot check revealed no other complaints of this nature for lot number 120512. Conclusion: the reported leak is due to the failure of the glue bond that joins the water feedset tube to the water bag spike. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests the leaks developed post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).